Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic during a follow up, post-paced, t-wave oversensing was observed on the device. Patient did not receive therapy during the oversensing. Programming changes were made. Patient was stable prior, during and post device interrogation and will continue to be monitored.